Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that his receiver felt warm to the touch on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, finding a defective battery. Further investigation was done by opening the receiver case to perform an interior inspection. The interior inspection and test found that the receiver will not charge. Therefore, the reported event of the receiver being warm to touch was confirmed. The root cause was determined to be a defective charging port.